Event description:
(B)(4). I had the essure coils implanted on (B)(6) 2008 in the years since then I've had depression, mood swings, pain in my neck, back, hips, arthritis in my hips and back, lost 5 teeth that had silver filling (intact no pain other teeth fine) resting heart rate avg 90, excessive sweating, hot flashes, extreme hair loss, tingling in hands/feet, twitching, my hands andamp; feet will either not move or stop moving suddenly cause me to fall or drop things, I menstruate every 10-14 days with severe bleeding, clots, cramps and pms which is probably what cause the weight gain, rectal bleeding, my bladder slips, I'm exhausted for years with no relief, I've seen so many drs without any more than minimal short term relief, more tests/procedures than I care to count, blood work that's always just a little off and I run low grade fevers all the time for no reason, I genuinely don't understand how my family isn't tired of me, grossed out by what happens to me, and hasn't left me.